Event description:
It was reported that during the implant attempt, the physician had difficulties positioning the lead. Once it was positioned, the sensing value was low, the threshold measurement was high and impedance was low. The physician decided to reposition the lead. It took over thirteen rotations to extract the lead. When the lead was out, the helix had not retracted. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found that the lead was stretched. The inner insulation was buckled and pulled apart (overstress). There was blood in/on the helix/lobe mechanism, a guidetooth was damaged and visual analysis noted that the lead was damaged at implant.